Event description:
It was reported that the user experienced a prolonged hypoglycemic episode lasting approximately three hours, with a lowest recorded blood glucose of 40 mg/dl, after a usual dinner followed by consumption of a couple of light beers over several hours; the user treated initially with about 13 grams of fast-acting carbohydrate when the pump alerted, did not re-treat for approximately three hours, and later consumed pineapple juice, after which glucose returned to range. Symptoms included shakiness, sweating, and increased heart rate consistent with hypoglycemia. Outcomes included the need for oral fast-acting carbohydrate to resolve the event, without hospitalization. Investigation included troubleshooting and education on hypoglycemia treatment. Investigation of this case revealed user under-treatment and delayed re-treatment of hypoglycemia as the likely contributors, with no device alarm malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors in hypoglycemia management.

Manufacturer narrative:
Initial.